Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the implantable pulse generator (ipg) is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient with a spinal cord stimulation (scs) device underwent replacement of the implantable pulse generator (ipg) due to charging difficulties. The issue was attributed to rotation of the ipg within the pocket, which occurred following patient weight loss. In accordance with hospital policy, the explanted device will not be returned for analysis. Postoperatively, the patient is reported to be recovering well.